Event description:
Error received on smith and nephew werewolf coblation machine. Error stated that the wand had a short circuit, and to replace wand. New wand opened and connected, error message resolved, and new wand worked.